Manufacturer narrative:
Constipation - body aches - (B) (4).

Event description:
It was reported that the pt never had therapeutic effect; the following symptoms were experienced: withdrawal, constipation, severe headaches, body aches, cannot sit still. Symptoms occurred following a new system implantation. After a few weeks, the pt reported underdosing symptoms following an unspecified activity and exposure to a heating pad. Per the reporter, when the heating pad was no longer being used, they stopped feeling sick. Several weeks later, it was reported that the pt experienced a rash (unspecified) and was feeling itchy. A dual alarm was heard, telemetry was not yet performed. Per the reporter, the device was shut off to see if there was an allergic reaction to the drug (reported as pf morphine sulfate). Additional info has been requested, a follow-up report will be sent when additional info becomes available.